Manufacturer narrative:
Date sent to the FDA: 3/22/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent extensive lysis of adhesions and sigmoid colon resection with stapled coloproctostomy on (B)(6) 2018 during which it was noted dense adhesions to the midline where the mesh was placed. The adhesions were taken down using finger fracture and sharp dissection. Th mesh was then cut with may scissors. Lysis of adhesions was performed for approximately one hour, releasing the omentum from the anterior abdominal wall. It was reported that the patient experienced pain, dense adhesions, nausea, bulging, inflammation, stress and anxiety. No additional information is provided.